Manufacturer narrative:
Eval summary: the stent was positioned on the balloon between the marker bands as per specifications. The first proximal stent segment was raised and deformed. (B)(4). Results and conclusion - presence of calcification in the vessel.

Event description:
The physician was attempting to implant a 3.0 mm diameter x 12mm length integrity rapid exchange (rx) bare metal stent to treat a lesion in a pt that exhibited calcification. It was reported that the physician experienced resistance while trying to deploy the stent. When the device was retracted from the pt, the stent was noted to be damaged. No pt injury occurred and no clinical sequelae were reported.